Manufacturer narrative:
The field service representative (fsr) inspected the architect c16000 serial number (B)(6) due to a false elevated magnesium result observed by the customer. The fsr performed analyzer maintenance and replaced multiple parts including the c16 rgt pr(r)rohs, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no subsequent issues have been reported related to false elevated magnesium patient results since the analyzer has been serviced. A review of tracking and trending did not identify any trends for the c16 rgt pr(r)rohs. The product monitoring review scorecard was reviewed and found no trends of the architect c16000 with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential nonconformances related to the c16 rgt pr(r)rohs. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the architect c16000 serial number (B)(6) or c16 rgt pr(r)rohs was identified.

Event description:
The customer reported falsely elevated magnesium results generated from an architect c16000 analyzer and provided the following sample data for 5 patients (customer reference range is 1.70- 2.50 mg/dl). On (B)(6) 2023 initial result was 6.92, repeat result was 1.6. On (B)(6) 2023 initial result was 8.80, repeat result was 2.0. On (B)(6) 2023 initial result was 7.78, repeat results were 1.9, 1.9, & 1.9. On (B)(6) 2023 initial result was 8.07, repeat result was 2.0. Additional patient results provided: initial result was 8.19, repeat result was 2.0. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated magnesium results generated from an architect (B)(4) analyzer and provided the following sample data for 5 patients (customer reference range is 1.70- 2.50 mg/dl) on (B)(6)2023 initial result was 6.92, repeat result was 1.6. On (B)(6) 2023 initial result was 8.80, repeat result was 2.0. On (B)(6) 2023 initial result was 7.78, repeat results were 1.9, 1.9, & 1.9. On (B)(6) 2023 initial result was 8.07, repeat result was 2.0. Additional patient results provided: initial result was 8.19, repeat result was 2.0. There was no reported impact to patient management.